Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on inflation. The lesion being treated was a calcified, 90% stenotic lesion with a crushing stent technique in the left anterior descending (lad) coronary artery and left circumflex (lcx) coronary artery. A terumo introducer sheath, a runthrough guidewire, a launcher guide catheter, a cypher stent, and an encore inflation device were also used in the procedure. The maverick2 monorail ptca catheter balloon was being used to post-dilate a cypher stent. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.